Event description:
Pt was admitted for radical cystectomy, bilateral pelvic node dissection and ileal conduit formation. An epidural catheter was placed preoperatively for post operative pain mgmt. The infusion of hydromorphone 10 mcg/dl (2.50 in 250ml) and bupivacaine 1/16% (0.063%) was programmed to run as ordered at 10 ml/hr, titrated within a range of 6 to 14 ml/hr at 1623 in 2003. The following day at approximately 0017 pt found unresponsive. CPR initiated. Pump turned off and removed from service. Contents of epidural infusion solution evaluated and found to be in the reported concentration and drugs. Pump evaluated and found to perform as expected. History downloaded and review revealed pump programmed according to orders and ordered amount of medication infused. Although evaluation revealed that the pump was properly programmed, administered the ordered dose and rate of medication, it should be noted that there was either a misread of res vol amount on the pump or a documentation error in the pt's medical record. The res vol was documented as 148 and was actually 171.